Manufacturer narrative:
Additional product code: hrx. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while reaming for reamer/irrigator/aspirator (ria) using a 14.0mm reaming head the ria drive shaft broke where it connected to the jacob¿s chuck. It was reported that seal was a cover on the end of the drive shaft and came off with broken drive shaft tip. Broken drive shaft tip and seal were retrieved. Reaming procedure was almost complete upon breakage and reaming was successfully completed using synthes flexible reamer. Patient was not affected and surgery was continued without delay. Additionally, post-operatively the ria drive shaft was unable to be disconnected from the ria tube assembly on the back-table but was able to disconnect by sterile processing department (spd). This is report 2 of 3 for (B)(4).